Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d8. Correction to h6: component code of the initial report from 919-processor to 4749-light source. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the reported issue was not reproduced and a root cause could not be determined. It was confirmed that non-olympus product was assembled. About assembling non-olympus product, the description below is described in the instruction manual. Warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported, the video system center had image issues; white dots appeared. The issue was trouble shot by olympus and the rep noted the unit doesn¿t work on bronchoscopy scopes. If the rep lowers the scope resolution the video system center does not work at all. The issue occurred during an unspecified procedure. There were no reports of patient harm.